Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. During investigation, all key contacts were observed to be misaligned. Evaluation confirmed that the button symbols are worn. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button became intermittently unresponsive today. She noted that the down arrow keypad button does not click when pressed, and the button symbols are worn. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that the patient carries the pump in his pocket.